Event description:
Mid procedure curved vessel sealer stopped working. Instrument was unplugged from e-200 generator and replugged in and was reseated into the robot but would not seal nor cut. A replacement instrument was used to complete the case.